Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes were missing additive with a bd vacutainer® fx 12.5mg/10mg plus blood collection tubes. This occurred with 40 tubes and was discovered prior to use. The following information was provided by the initial reporter, translated from (B)(6): we have an incident with fluoride tubes lot no. 9095601. Indeed some tubes have no additive. Several sampled tubes were thus coagulated.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that tubes were missing additive with a bd vacutainer® fx 12.5mg/10mg plus blood collection tubes. This occurred with 40 tubes and was discovered prior to use. The following information was provided by the initial reporter, translated from french: we have an incident with fluoride tubes lot no. 9095601. Indeed some tubes have no additive. Several sampled tubes were thus coagulated.